Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months due to dehiscence from a prior infection. Perivalvular leak was also indicated. Based on the op report when this valve was initially placed ((B)(6) 2011), this patient had aortic endocarditis of his native valve. After removing the patient's native aortic valve, they encountered a rather large abscess cavity that was probably 2 cm wide by 1 cm high below the commissure between the left and right coronary cusps. This extended toward the pulmonary artery, but had not gone into the pulmonary artery. This cavity was cleaned out and a bovine pericardial patch was used to repair the annulus to cover the abscess cavity. The subject valve was then implanted and the patient was transferred to the ICU in critical but stable condition. The patient was continued on antibiotics for his endocarditis. Unfortunately, the op report of the explant surgery was not provided. The surgeon has indicated that there was no malfunction of the valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the valve was discarded by the hospital. Without evaluation of the valve, this event could not be confirmed. Although the event cannot be confirmed, the op report indicates that there was a large abscess cavity below the commissure between the left and right coronary cusps. This area was repaired and the valve was successfully implanted. This could possibly be the area of dehiscence upon explant. The surgeon has also confirmed that there was no device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.